Event description:
Information was received from a consumer regarding a patient with an external device. It was reported that the patient's external device was lagging at 90% again when they were trying to bolus. The agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag at 90%. The patient will call back when they need further assistance.

Manufacturer narrative:
Continuation of d10. Product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.